Manufacturer narrative:
The actual device reported in section d is not marketed in USA, but devices with similar characteristics (i.e ncb plate for femur right 9h; ref02.03260.005) are marketed in USA, and therefore this report was filed. Where lot number was received for the device, the device history record were reviewed and found to be conforming. An e-mail requesting additional information was sent to the appropriate representatives. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It is reported that a patient was implanted a ncb®, df plate, right, 9 holes, 246 mm on (B)(6) 2016. On (B)(6) 2017 the patient felt no power on his leg and went to hospital for a medical examination. The surgeon found the breakage of the plate; the revision surgery was performed on (B)(6) 2017.

Manufacturer narrative:
No trend considering the following event is identified: implant fracture. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event summary: it was reported that the patient underwent a femur fracture procedure utilizing a ncb df plate on (B)(6), 2016. On (B)(6), 2017, the patient had a fall and then went to the hospital to have a medical examination. The surgeon found a breakage of the plate so revision surgery was performed on (B)(6), 2017. No medical data such as x-rays, surgical notes or any other case-relevant documents received. Additional information has been requested and is currently not available. - visual examination: only the broken plate was returned for investigation. The visual examination of the plate shows that an additional piece of the plate was cut. This was not done in by zimmer (B)(4). This means a destructive analysis was done by a third party. However, the fractured plate shows an indication for a fatigue fracture (beach lines) on the proximal fractured part of the plate. No other relevant abnormalities could be detected on the returned plate. The compatibility check was performed from surgical technique and showed that the product combination was approved by zimmer biomet. Root cause analysis root cause determination using dfmea breakage of implant/ non union due to inadequate design for intended performance (binding safety, strength stiffness) not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation. Fracture of implant due to chemical / galvanic/ crevice corrosion of material not possible: the returned device did not show any signs of corrosion. Implant failure due to implantation of a damaged implant possible: it is unknown if a new device was implanted or if the device was damaged before implantation. Over stressing of the implant due to off label use of implants possible: it is most possible that the plate was broken due to the patient fall. It can be assumed that during this fall high forces were applied on the plate which lead to the plate fracture after approx. 6 months. Conclusion summary the ncb df plate was in vivo for approx. 6 months. No x-rays or surgical reports were returned for evaluation. The product analysis of the plate shows an indication for a fatigue fracture. The visual examination of the product indicates that no material defects that could have triggered the fracture could be detected. It was reported that the patient had a fall and afterwards the fracture of the plate was detected. It can be assumed that during this fall high forces were applied on the plate which lead to the plate fracture. However, an exact root cause for the plate fracture could not be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).